Event description:
During an internal review on (B)(4) 2013 for (B)(4) it was discovered that plate (B)(4) to the (B)(6) assay had a sample well that did not pipette. Well ID: (B)(6) to donor ID: (B)(6). This was sample. Testing date (B)(6) 2013. Upon discovery, cts 2nd level support contacted the customer to confirm that the directions in the customer letters cl13-255 and cl13-263 were followed and the plate was aborted by the user due to the "no tip" error (hamilton error code 8).

Manufacturer narrative:
On august 21, 2013, ortho clinical diagnostics (ocd) notified customers (cl13-255) of an ortho verseia® pipetter software issue that can occur during plate processing when the verseia® pipetter performs the ¿retry¿ function to recover from a ¿no tip¿ error (hamilton error code 8). The letter stated that the previously generated results may have been impacted. Ocd customer technical services will review all available data received via e-connectivity to identify any adverse events and will inform customers of any erroneous results generated due to this issue. Any devices not e-connected, ocd will be working with customers to obtain historical data from these instrument(s). The letter also listed the following required actions; discard all results for any plate for which a plate pipette error report lists a ¿no tip¿ error after processing on the ortho verseia® pipetter. Post this notification in your laboratory or with your user documentation. The FDA¿s nj district on 27 august 2013 per recall number ortho verseia® pipetter ¿ recall #: 2250051-08/27/2013-001-c. (B)(4).